Manufacturer narrative:
(B)(4).. Insulin pump received with missing retainer ring, reservoir tube lip o-ring and label damage. Insulin pump received with broken reservoir tube lip. Unable to perform displacement test, self test occlusion test and p-cap, reservoir will not lock properly or verify no delivery, occlusion alarm due to missing retainer. Insulin pump passed rewind, prime, seating, basic occlusion and force sensor test.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer stated that they tubing was not bent or kinked. Customer stated that they did not tried different cannula length. Customer stated that they did not tried all remedies. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.